Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The patient underwent a ventral hernia repair with mesh. He had revision surgery 1 year and 1 month post-surgery. The patient experienced hernia recurrence due to failure of the mesh, mesh balled up/contracted, and mesh removed.

Event description:
The patient's attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a ventral hernia. It was reported that after implant the patient experienced defective mesh, mental pain, physical pain, suffering, disability, impairment, loss of enjoyment of life, hernia recurrence due to failure of the mesh, abdominal pain, and the mesh balled up. Post-operative patient treatment included CT scan, medication, repair of ventral hernia, revision surgery and excision of mesh.

Manufacturer narrative:
Additional info: a4, b5, b7, h6 (imf codes). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a ventral hernia. It was reported that after implant the patient experienced defective mesh, mental pain, physical pain, suffering, disability, impairment, loss of enjoyment of life, hernia recurrence due to failure of the mesh, abdominal pain, and the mesh balled up. Post-operative patient treatment included revision surgery and excision of mesh.

Event description:
The patient's attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a ventral hernia. It was reported that after implant the patient experienced hernia recurrence due to failure of the mesh, abdominal pain, and the mesh balled up. Post-operative patient treatment included revision surgery and excision of mesh. Relevant tests/laboratory data, including dates (B)(6) 2017: op note stated a CT scan revealed the mesh and a 7 mm fascial defect on the left.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.